Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had 9 units of insulin remaining in the cartridge and wanted to deliver an 8 unit food bolus. To avoid getting an empty cartridge, the customer used an insulin pen, instead of the pump, to deliver a 6 unit bolus. Then, while inputting blood glucose (bg) level and grams of carbs into the bolus delivery screen, the customer accidentally confirmed delivery of the 8 unit bolus, via the pump. The customer delivered a total of 14 units of insulin, via the insulin pen and the pump. At the time of the call, the customer's bg level was at 115 mg/dl. Two hours later, the customer's bg level was reported to be stable and it was indicated that bg level would continue to be monitored.